Manufacturer narrative:
Follow-up #1: date of submission 12-sep-2018 device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2018 with the following findings: during investigation, the pump was unable to power up and was completely unresponsive due to moisture and corrosion. The original complaint of a call service alarm issue was unable to be investigated. The pump¿s cover was removed and further moisture and corrosion were found to the continuous glucose monitoring module, the keypad circuit and to the power pump circuit board. There was evidence of moisture and corrosion observed on the display screen inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.